Event description:
User facility mandatory medwatch rec'd stating, "a 250cc bag of heparin was hung at 0010, the rate on the IV pump was set to run at 12cc/hr. At 0210, the IV was alarming and rn went to investigate. The screen on the front of the pump was reading "turn to run". At that time the rn noticed that the bag of heparin was nearly empty. She noted that the control knob was in the run position but wouldn't work in any position. The pump was removed from use". Additionally, "unit was inspected by our biomed team which reported no physicial damage to unit. Showed rate of infusion at 500ml/hr vtbi at 1000ml (staff had changed rate during troubleshooting), and volume infused at 1278ml. When unit turned on it alarmed "turn to run". Difficulty getting control knob to stop in proper position. When control turned to run pump it continued to alarm, "turn to run". By turning the control knob on and off, could intermittently get controls to work properly. Front panel was removed to check control knob for obstructions or damage. None found. Unit reassembled. At this time, biomed was able to operate controls properly without "turn to run" alarm. Tested infusion rate: ran for approximately 2 hours at 50ml/hr. Volume infused displayed on pump 95.4ml, reading on analyzer 93.9ml, average flow rate 49.2ml/hr. Set rate to run at 12ml/hr and ran for almost 2 hours. Volume infused displayed on pump 24.5ml, reading on analyzer 23.7ml, average rate on analyzer 11.8m/hr. Biomed could not duplicate infusion rate problem / not able to reproduce "turn to run" alarm after initial inspection. Pump had been recently inspected as part of annual inspection. Found to be operating correctly at that time. Hospira field service rep to be notified to reinspect". Upon further query, the customer contact indicated the pt rec'd more medication than intended. The concentration of the heparin was 25000u/250ml. At the time of the event, the physician was notified. The heparin therapy was discontinued and a partial thromboplastin time (ptt) was ordered. No medical interventions were required. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
This device was rec'd. Investigation is not complete.